Event description:
The user's hearing performance with the device is affected. The parents reported a mild trauma to the forehead on (B)(6) 2018 and a fall on (B)(6) 2020. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by the reported external mechanical impact appears likely. Further the impact in 2018 might have weakened the fixation of the active electrode causing damage due to device minute mobility. In addition, it was reported that the electrode migrated, but this was not described in detail. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The parents reported a mild trauma to the forehead on (B)(6) 2018 and a fall on (B)(6) 2020.